Event description:
The customer contacted beckman coulter, inc. (Bci) to report erroneous low sodium test results were obtained when using a unicel dxc 600 synchron clinical system. It was reported that the sodium test results were 7-9 mmol/l lower than the correct test results. The erroneous low test results occurred after the automated weekly flowcell maintenance procedure was performed. The exact number of patients and associated test results were not provided. Test results were reported out of the laboratory. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Manufacturer narrative:
After maintenance procedures are performed, serum is primed through the ise (ion-selective electrode) system in an attempt to equilibrate. Calibration and quality control run immediately after are acceptable. Several hours later, sodium results drift low. The field service engineer cleaned the flowcell. This did not resolve the problem. Root cause was not determined. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events.